Manufacturer narrative:
Retainer ring = black on aug 09, 2021, the customer alleged for stuck button errors(stuck key alarm), rainbow effect on the screen, unable to read the screen, rejecting new batteries, battery last less than a week, insulin flow blocked/no delivery alarm, not giving insulin, insulin leaking from the pump(expose to moisture), time/clock anomaly, insulin squirts when priming(prime/fill anomaly), loud noise during rewind, and programming issues during loading reservoir. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review in the pump history found no power loss alarm on the event date of aug 09, 2021; however, found: insert battery alarm on 08/01/2021 at 11:00:52. Also, no stuck key alarm and insulin flow blocked/no delivery alarm exist in the pump history. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No loud motor noise during testing. No insert battery alarm, failed batt test alarm, stuck key alarm or unexpected insulin flow blocked/no delivery alarm during testing. No rainbow effect on the screen noted. Pump display functioning properly during the self test. Pump primed properly. Pump programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Pump programmed with the current time and date and monitored for several days. The time and date are functioning properly. The load reservoir settings functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, keypad assembly, internal battery, battery tube, vibrator and motor assembly noted. Pump passed the keypad voltage test. The force sensor offset measured (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Customer alleged not confirmed for stuck button errors(stuck key alarm), rainbow effect on the screen, unable to read the screen, rejecting new batteries, battery last less than a week, insulin flow blocked/no delivery alarm, not giving insulin, insulin leaking from the pump(expose to moisture), time/clock anomaly, insulin squirts when priming(prime/fill anomaly), loud noise during rewind, and programming issues during loading reservoir. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had display anomaly. The customer stated that insulin pump had rainbow effects on the screen, hard to read screen and insulin was leaking from the pump. Customer stated that insulin pump was rejecting new batteries, battery lasts less than week, unexplained random no delivery alarms, insulin was squirting when priming, insulin pump had stuck button errors and clock needs reprogramming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.